Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by manufacturer for evaluation. Site did not confirm service.

Event description:
A site representative reported that during a spinal fusion procedure the image acquisition system (ias) of the imaging system would not boot past standalone mode. Restarting the image acquisition system (ias) resolved the issue and the site was able to complete the procedure. The procedure was completed with the use of imaging. There was a delay of about 10 minutes. No impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that proper start up procedures were discussed with the radiologic technologist (rt) on site. The imaging system then passed the system checkout and was found to be fully functional.